Manufacturer narrative:
(B)(4). Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, a definitive cause for the air embolism cannot be determined. The hypotension and EKG/ECG changes; however, were likely the cascading effects of the air embolism. The reported patient effect of emboli (air) and hypotension, are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. Although a conclusive cause for the reported patient effects, and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. User facility report number: (B)(4) - [(B)(4)].

Event description:
Subsequent to the initially filed report, the following information was received via the user facility report number: (B)(4): during the third clip deployment, the patient's blood pressure dropped and s-t segment was elevated. After deployment, air was noted in the left ventricle by anesthesia via transesophageal echocardiography (tee). Additional follow up was performed and it was reported that no treatment was needed and the patient stabilized quickly. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the air in the left ventricle and ascending aorta. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation with a grade of 4+. Three clips were successfully implanted, reducing mr to 1+. However, post procedure, air was observed in the left ventricle and ascending aorta. The physician opted to leave air embolism untreated and observe the patient. It is not known what caused the air. On (B)(6) 2018, it was confirmed that the patient is in stable condition, and recovered normally. No additional information was provided.